Event description:
During explantation of the realize/c gastric lap band device, the collar cuff and tubing were found in the abdominal cavity. The tubing was located and removed, however, the collar cuff could not be located. It was determined too risky to search for the device, therefore it was left after surgery.